Event description:
Report received of no audible alarm tone. During routine preventative maintenance testing by the user facility's biomedical engineer, the device did not sound an audible alarm tone. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.